Manufacturer narrative:
The reported event was addressed with phone support. The customer removed the 30 degree endoscope plus, reseated the drape on the universal surgical manipulator (usm) 2, and reinstalled the endoscope and the issue was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon lost control of the 30 degree endoscope plus. The customer removed the endoscope, reseated the drape on the universal surgical manipulator (usm) 2, and reinstalled the endoscope and the issue was resolved. The surgeon was able to take control of the usm. The procedure was completed with no reported injury.